Manufacturer narrative:
This report is for one of five devices involved in the event, please refer to report 3013450937-2019-00002, 3013450937-2019-00003, 3013450937-2019-00004, 3013450937-2019-00005 for the others. The device history records, sterilization batch release records, and patient operation notes were reviewed and indicated that all components involved met specification. Should additional information be obtained the report will be supplemented.

Event description:
Revision surgery performed due to a failed total knee, where the resurfacing femur loosened, and the resurfacing femur and stem extension dissociated. Additionally, it was indicated that the patient had a possible infection.